Event description:
Both leads were capped and replaced due to noise. The associated pacemaker was also removed from service because it became contaminated and the new system was implanted on the other side. During the explant, the patient became combative and the procedure was postponed until the next day. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.